Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that the lancet holder on his onetouch lancing device is damaged. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue was discovered at an unspecified time in the morning of (B)(6) 2012. The patient stated that he manages his diabetes with oral medication (unknown type and dosage), diet, and exercise and denied making any changes to his usual diabetes management routine in response to the reported issue. In the afternoon of (B)(6) 2012, the patient claimed to have developed symptoms of being "shaky" but denied receiving any treatment in response to the symptoms. The cca noted that the reported issue remains unresolved with troubleshooting. Replacement product was sent to the patient. Although the patient did not receive any medical treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the lancing device involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the lancing device involved with this complaint failed testing. The lancing device was found to have a damaged/broken cup lancet holder. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.